Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with a cracked case at display window corners and battery tube threads. The insulin pump had minor scratches on the display window. No loose or unexpected moving parts inside of the insulin pump were noted.

Event description:
Customer stated that the insulin pump was dropped by mistake, now there is something loose and moving inside the insulin pump. The insulin pump will be replaced. Nothing further reported.